Manufacturer narrative:
Philips has investigated this complaint. A philips field engineer (fse) inspected the system onsite and confirmed that the host-pc was not starting. Upon functional testing the fse found that the issue with host pc, as a result unable to get x-ray ready signal. To resolve this issue the fse replaced the host pc and hard disk and performed full software reload, system re-configuration, epx database reconfiguration, tube adaptation, detector calibration and reinstalled the tsm software. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system (host-pc) had a boot-up issue and as a result, the device would not start. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) inspected the system onsite and replaced the host pc and the hard disk which returned the device to use in good working order.